Event description:
52 year old mle underwent turp for bph on 7/13/94. During procedure, foot switch stuck in cutting mode which resulted in excess cutting around prostate and bleeding. The procedure was terminated. The patient was treated for hypotension and bleeding with medications and blood. The patient stabilized the following day. Foot switch sent to bioengineering. Inspection found foot switch stuck in the cutting mode due to corrosion. No repairs done; foot switch was secured in bioengineering.